Event description:
Radio frequency ablation: the initial report stated only that the device leaked. On 03/27/07 during investigation of the returned device, a water leak was discovered at the handle of the device which has the potential to affect the sterile field.

Manufacturer narrative:
To address the leak was issued to track the following corrective actions: change suppliers; change luer from a bar-fitting to a socket joint type; change from a uv-curve adhesvie to a solvent bond.